Manufacturer narrative:
(B)(4). Batch # r59r0f. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload present. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lock out, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r59z8x. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was that during a laparoscopic descending colectomy, the firing knob of the first device was broken off at the 2nd firing of feea. The device was used on the colon. The 2nd device was difficult to push the knob straight, it also broke off. There was a possibility that the firing force was higher than expected when the 2nd device was fired. No pieces were left inside the patient. Another device (its staple height was gold) was used to complete the case. There were no adverse consequences to the patient.